Event description:
The affiliate reported one damaged ostase quality control (qc) vial leaked contents upon receipt involving access ostase qc. The customer stated the damage was discovered upon opening the control kit during the inspection process. There was no evidence of damage on the kit packaging container. The leaked contents were contained within the kit packaging container. The customer had on appropriate personal protective equipment (ppe), laboratory coat, eye protection glasses, and gloves during the event. No patient results were involved. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
Beckman coulter, inc. Performed an investigation of the damaged ostase (quality control) qc and calibrator vials and determined the glass vials are not compatible to freezing at -70 degrees celsius. (B)(4).